Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k191910, k142596, k083689.

Event description:
As reported by the user facility: a medication infusion program was performed for 4 hours, and after the programmed time ended, there was residual medication in the bag. No patient injury reported.